Manufacturer narrative:
Update to h6 (annex codes c and d).

Manufacturer narrative:
Per report, " customer blood pressure monitor giving error of u. Tried replacing batteries and still not working. She stated she tried it on several family memebers and unit displays the error. Would like a replacement." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, " customer blood pressure monitor giving error of u. Tried replacing batteries and still not working. She stated she tried it on several family memebers and unit displays the error. Would like a replacement."